Event description:
Depuy acromed received a moss miami screw that was locked onto a cut piece of rod. The construct was intact with no visible damage. Acording to the complaintant, the screw lost its mobility and remained fixed. The rod was already inserted so the surgeon had to cut out the screw, insert a new rod and use a monoaxial screw to finish the procedure. Surgery time was extended but the exact length of time was not reported. The complaint was not verified as the returned screw conformed to dimensional specifications. The screw head had full rotation when un-tightened from the rod. The drawing and device history record were reviewed and no discrepancies were found. The most likely cause of the event is improper surgical technique. The polyaxial screw is intended to give the surgeon more flexibility while placing the rod. Once the inner and outer nuts are tightened down, the screw locks in place, preventing any mobility. It is possible that the medical personnel misunderstood the function of the polyaxial screw. The returned screw was locked into place on the rod wit the inner and outer nut. At this point in the procedure, the screw would not be "mobile", as is intended by the design of the device. No further evaluation is required.